Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The patient suffered from bilateral chronic otitis after implantation, in 2004, with the concerned device on the right side. Since (B)(6) 2015, exudation on the right ear was observed and treated repeatedly with antibiotics. In (B)(6) 2015, the patient no longer had access to sound with the device. MRI examination reportedly observed post-contrast saturation of soft tissue contents of trepanation cavity on the right side with destruction of the cochlea and growth into the internal auditory canal. Labyrinthitis, meningitis and fungal inflammation in the inner ear canal were also observed. After device removal, on (B)(6) 2015, a petrosectomy was done. The patient is still recovering, mostly due to facial nerve paralysis derived from the surgery. Histological examination indicated gangioneurom of cochlea and internal auditory canal. A csf culture indicated light pleocytosis, monocytes 92/3 and serratia liquefaciens. The patient was not vaccinated against meningitis. Contralateral implantation with a cochlear implant is being considered.

Manufacturer narrative:
Conclusion: based on the information on the explantation report, the device was explanted for device unrelated medical reasons i.e. Tumour of the cochlea and acoustic nerve. Additionally it was reported that the patient had a post-operative meningitis, but this could not be confirmed by the clinic and infection. A review of the device's sterilization records confirms that proper sterilization was applied at the time of manufacturing. No information available points to the implant being the source of infection. The device works within normal limits during investigation. Damages found during investigation are very likely related to the removal surgery. This is a final report.

Event description:
The patient suffered from bilateral chronic otitis after implantation on the right side in 2004. Since (B)(6) 2015, exudation on the right ear was observed and treated repeatedly with antibiotics. In (B)(6) 2015, the patient no longer had access to sound with the device. MRI examination reportedly observed post-contrast saturation of soft tissue contents of trepanation cavity on the right side with destruction of the cochlea and growth into the internal auditory canal. Labyrinthitis, meningitis and fungal inflammation in the inner ear canal were also observed. After device removal, on (B)(6) 2015, a petrosectomy was done. The patient is still recovering, mostly due to facial nerve paralysis derived from the surgery. Histological examination indicated gangioneurom of cochlea and internal auditory canal. A csf culture indicated light pleocytosis, monocytes 92/3 and serratia liquefaciens. The patient was not vaccinated against meningitis.